Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital with suspected pump thrombus. The patient had elevated pump powers and elevated lactate dehydrogenase levels. His inr was sub-therapeutic (inr goal was 2.5-3.0). The patient was started on heparin and integrilin infusions. A decision was made to exchange the patient¿s pump, and it was exchanged on (B)(6) 2014.

Manufacturer narrative:
Approximate age of device ¿ 7 months. The pump was returned for evaluation. The evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). The pump was returned to the manufacturer for evaluation. The report of suspected thrombus could not be confirmed, and no device related issues were identified during the evaluation. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump, revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: pt with increasing ldh. R/o pump thrombus.